Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15910. Related manufacturer reference number: 2017865-2020-15911. It was reported that the patient presented with an infection. The pacemaker, right atrial lead, and right ventricular lead were explanted as a result. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.